Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the duodenovideoscope exhibited foreign objects in the adhesive around light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states the preventive measure in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. The investigation was unable to identify the foreign material present in the device. A definitive root cause for the reported failure could not be determined. Olympus will continue to monitor the field performance of this device.